Event description:
It was reported that the customer received an a-33 alarm and insulin would squirt out during manual prime. The customer was disconnected during prime. The customer stated that the pump was not bumped, dropped or had contact with water. The drive suppor cap of insulin pump appeared to be damaged. The customer was asked to return the pump. The blood glucose levels were unknown. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.